Manufacturer narrative:
This report is submitted on sep 14, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to a middle ear infection. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 22, 2024.